Event description:
As reported, this (B)(6) patient presented after approximately 10 years of wear with a misaligned left tkr replacement. The patient presents in a morbidly obese state. It was realized that the patient had suffered a fracture of the proximal femur and bone remodeling had occurred and the knee falling into valgus. Size 2 femoral component and poly replaced due to fracture. Replaced with a cc logic femur and psc. Patient was last known to be in stable condition following the event. The device will be returned.

Manufacturer narrative:
Concomitant medical products: logic femoral ps cem left sz 2 (cat# 02-010-01-0220 / serial# (B)(4)). Logic fit tibial tray cemented (cat# 02-012-45-2020 / serial# (B)(4)). Optetrak patella cemented (cat# 200-02-29 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. As reported, this 70 y/o female patient underwent revision of a size 2 femoral component and poly due to bone fracture. It was realized that the patient had suffered a fracture of the proximal femur and bone remodeling had occurred and the knee was falling into valgus. The patient was revised with a cc logic femur and psc. The patient was last known to be in stable condition following the event. The devices are not available for return. No additional information has been provided. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the bone fracture and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
As reported, this (B)(6) patient presented after approximately 10 years of wear with a misaligned left tkr replacement. The patient presents in a morbidly (B)(6) state. It was realized that the patient had suffered a fracture of the proximal femur and bone remodeling had occurred and the knee falling into valgus. Size 2 femoral component and poly replaced due to fracture. Replaced with a cc logic femur and psc. Patient was last known to be in stable condition following the event. The device will be returned.

Manufacturer narrative:
Concomitant medical products: logic femoral ps cem left sz 2 (cat# 02-010-01-0220 / serial# (B)(4)). Logic fit tibial tray cemented (cat# 02-012-45-2020 / serial# (B)(4)). Optetrak patella cemented (cat# 200-02-29 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.